Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she has experienced blood glucose levels as high as 500 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The customer later mentioned that she had stopped using the insulin pump yesterday, and ended up in the hospital after giving herself too much insulin while she was on her back up plan of manual injections. Instead of long acting insulin, she gave herself fast acting insulin. Nothing further was reported.